Manufacturer narrative:
(B)(4). "Defib switch, nothing on display" was reported. No add'l info was provided. There was no reported pt involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
"Defib switch, nothing on display" was reported. No add'l info was provided. There was no reported pt involvement.